Event description:
The viperwire advance coronary guide wire with flex tip was attempted to be used to wire the right coronary artery (rca) but failed. A non-csi/non-abbott guide wire was then used to wire the vessel. Using a non-csi/non-abbott microcatheter, the non-csi/non-abbott guide wire was exchanged for a viperwire. Following multiple low-speed treatments in the mid right coronary artery (rca), the crown of the diamondback 360 precision coronary orbital atherectomy device (oad) appeared to have detached from the driveshaft in angiographic images. The first treatment was distal to proximal and the following treatments were antegrade and retrograde. The oad fractured distal to the crown and an 8mm fragment remained in the rca. There is no indication as to why the oad crown detached. The physician attempted to drag the fractured component backward with the viperwire guide wire but the spring tip of the viperwire also broke and remained in the rca with the crown. The oad crown did not jump prior to the fracture or made contact with the spring tip of the viperwire. The physician believes the viperwire fracture occurred due to crown removal attempts. A sapphire balloon was inflated in the distal rca to try to pull the fragment backward but this also failed. The procedure was aborted. The patient was stable in the cardiac catheterization lab after the procedure but will be transferred to a hospital for emergent bypass to try to resolve the event. There was flow to the rca but anticoagulant administration was continued after the procedure to prevent clotting around the fractured components that can cause blockage. The standard is to administer anticoagulant only during the procedure. Additional information was received from abbott sales representative on (B)(6) 2025 indicating the patient underwent triple bypass on (B)(6) 2025 and was discharged the following week. The fragments were left in place without plan for future removal. There was no difficulty encountered during advancement of other devices into the lesion, however, the patient was staged for atherectomy because the previous attempt to perform percutaneous coronary intervention (pci) on an unspecified date failed due to the unspecified balloon¿s failure to cross the lesion.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire advance coronary guide wire with flex tip referenced in b5 is filed under a separate medwatch report number.

Event description:
The viperwire advance coronary guide wire with flex tip was attempted to be used to wire the right coronary artery (rca) but failed. A non-csi/non-abbott guide wire was then used to wire the vessel. Using a non-csi/non-abbott microcatheter, the non-csi/non-abbott guide wire was exchanged for a viperwire. Following multiple low-speed treatments in the mid right coronary artery (rca), the crown of the diamondback 360 precision coronary orbital atherectomy device (oad) appeared to have detached from the driveshaft in angiographic images. The first treatment was distal to proximal and the following treatments were antegrade and retrograde. The oad fractured distal to the crown and an 8mm fragment remained in the rca. There is no indication as to why the oad crown detached. The physician attempted to drag the fractured component backward with the viperwire guide wire but the spring tip of the viperwire also broke and remained in the rca with the crown. The oad crown did not jump prior to the fracture or made contact with the spring tip of the viperwire. The physician believes the viperwire fracture occurred due to crown removal attempts. A sapphire balloon was inflated in the distal rca to try to pull the fragment backward but this also failed. The procedure was aborted. The patient was stable in the cardiac catheterization lab after the procedure but will be transferred to a hospital for emergent bypass to try to resolve the event. There was flow to the rca but anticoagulant administration was continued after the procedure to prevent clotting around the fractured components that can cause blockage. The standard is to administer anticoagulant only during the procedure. Additional information was received from abbott sales representative on (B)(6) 2025 indicating the patient underwent triple bypass on (B)(6) 2025 and was discharged the following week. The fragments were left in place without plan for future removal. There was no difficulty encountered during advancement of other devices into the lesion; however, the patient was staged for atherectomy because the previous attempt to perform percutaneous coronary intervention (pci) on an unspecified date failed due to the unspecified balloon¿s failure to cross the lesion. Additional information was received from abbott sales representative on (B)(6) 2025 indicating physician sent patient to get bypass surgery due to concern about long-term risk outcomes. The physician had no indication as to why the oad driveshaft fractured but if they had to guess it would be due to the calcium.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported material separation which led to unexpected medical intervention, hospitalization, surgery and foreign body in patient are confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation which led to unexpected medical intervention, hospitalization, surgery and foreign body in patient appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence of fatigue failure indicating that the fracture occurred while spinning in an elevated stress environment. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, 11 no longer apply. The viperwire advance coronary guide wire with flex tip referenced in b5 is filed under a separate medwatch report number.